Event description:
An attempt to retrieve an ivc filter. Approximately a month later, a second attempt was made which was successful, except that one of the struts fractured and was retained. Two days later, ultrasound and CT scans revealed that the fractured filter strut was embedded into the l3 vertebral body. Also the scans revealed an ivc thrombus that was not evident on the day of the retrieval, that may have been caused by the fractured strut.